Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin, during the load sequence. Additionally, it was reported, that the insulin gauge was inaccurate. The customer re-loaded the cartridge to resolve the issues. Customer¿s blood glucose level was 105 mg/dl.